Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 47 mg/dl. Troubleshooting found that the customer would correct for her high blood glucose but then would quickly go low. Troubleshooting also found that the time and date settings needed to be changed and that other pump settings were not correct and was advised to contact her doctor for the proper settings. Troubleshooting advised customer to revert to a backup plan or to disconnect from the pump. Customer was also advised to monitor the pump and call back if issues persist.